Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the prime/compromised force sensor system alarm test due to moisture damage noted in the force sensor resistor. The pump had a cracked reservoir tube lip and cracked battery tube threads noted during the visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin squirted out during prime. Customer's blood glucose level was 89 mg/dl. The pump piston continued to move forward after reservoir contact. No numbers appeared on the screen and no beeps were heard. Customer stated that leaving prime was not possible. Customer tried with different infusion sets. Customer stated that the pump was not dropped or bumped. Customer was asked verbally and in written form to return the pump for analysis.